Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? Could you please clarify what product code & lot number belongs to the needle breakage and how many devices had this issue? Could you please clarify what product code & lot number belongs to the thread breakage and how many devices had this issue? When was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify event related to mw # 2210968-2022-06192, mw # 2210968-2022-06198, mw # 2210968-2022-06197, mw # 2210968-2022-06196, mw # 2210968-2022-06194, mw # 2210968-2022-06199 and mw # 2210968-2022-06193. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle and suture broke. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2022. Additional information was requested, the following was obtained: as I put in the report, they have not given us any product to return because they threw it away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06192, 2210968-2022-06198, 2210968-2022-06197, 2210968-2022-06196, 2210968-2022-06195, 2210968-2022-06194, 2210968-2022-06199, & 2210968-2022-06193.